Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/24/2017 with the following findings: during investigation, the black box did not show any evidence of a short battery life. There were several cs 177 warnings due to normal battery wear observed. The battery compartment and cap were undamaged and able to fit securely. There was debris contamination observe din the battery canister terminal. The ez-prime steps were performed correctly with all current readings were within specification. The ¿short battery life¿ complaint was unable to be duplicated. The pump¿s cover was removed and there was no intermittent condition found to the printed circuit board. (B)(4).

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.